Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarm noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit alarmed no delivery properly during testing. All buttons functioning properly however corroded keypad traces noted during visual inspection. No ramping numbers noted. Unit received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized with high blood glucose readings of 460 mg/dl and diabetes ketoacidosis. Customer stated that the insulin pump did not alarm that insulin was not getting through prior to the hospitalization. Customer was treated with insulin drips at the hospital. Customer also mentioned that the numbers on the insulin pump kept ramping up without input from the customer. No further information reported.